Manufacturer narrative:
Upon investigation of the actual device used in this incident the device logs confirmed the errors related to database bloating and required to be cleaned out. A technical support specialist performed a database cleaning and a full data synchronization to free up the space, then the station was upgraded to version 1.7.4.1 to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an error message when users attempted to remove medications. Customer stated that the reported malfunction impacted the patient care as the required medications were retrieved from different station. The required medications were dexamethasone 10mg vial and albuterol 2.5mg solution and no patient harm was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b3, b5, d5, e2, e3, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-jun-2022 to 09- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident the device logs confirmed that the errors related to database bloating and required to be cleaned out. A technical support specialist performed a database cleaning and a full data synchronization to free up the space, then the station was upgraded to version 1.7.4.1 to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an error message when users attempted to remove medications. The customer stated that the reported malfunction impacted the patient care as the required medications were retrieved from different station. The required medications were dexamethasone 10mg vial and albuterol 2.5mg solution. There were no adverse events or injuries reported based on this event.